Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
It was reported to philips that the device had a touchscreen failure. The device was not in clinical use at the time of the event. This issue was found during testing of the device. A philips authorized service personnel (asp) was dispatched to the customer site and determined that the touchscreen required replacement. The asp replaced the touchscreen to resolve the issue. The device successfully passed testing and was placed back into service.